Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to the lead was accidentally cut during gastric bypass surgery. No additional adverse patient effects were reported.